Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# (B)(6) serial# implanted: (B)(6) 2023 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-jul-2024, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care professional via a manufacturer representative regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that there was a lead migration or dislodgement and patient was having some back pain. An x-rays but couldn't tell the lead hadn't broken through the skin yet but they think it is a matter of time. Additional information was received and it stated that the patient needed to have the system taken out because it had come "loose from the spine" and the doctor told them they needed to take it out. Patient services reviewed the role of the rep with the patient and advised an email would be sent to the field to request that a rep give them a call. Caller may call back if they don't hear anything from a rep.